Manufacturer narrative:
The device was manufactured august 10, 2017 - august 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a small volume folfusor. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.